Event description:
The user facility reported that the angio-seal deployed, hemostasis was obtained. The next day the patient (pt) felt a pop, and experienced pain. A follow-up ultrasound (us) was obtained and a pseudoaneurysm was found, requiring a thrombin injection. The patient was in stable condition. There were no other devices or equipment used with the reported product. Additional information was received on 30 mar 2022: the procedure performed was an arteriogram using a 6fr procedural sheath. A pre-deployment angiogram was performed. Groin angiogram looked great, clean vessel sheath was inserted into the common femoral artery (cfa). Hematoma occurred after the patient reported a "pop". The estimated blood loss was less than 30cc. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
Date of birth: born in (B)(6). Expiration date - unknown due to unknown lot number. UDI: unknown due to unknown lot number. Explanted date: device was not explanted. Device manufacture date: unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed since the patient was treated post deployment. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.